Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a procedure, a versacross connect for faradrive was selected for use. The transseptal position seemed very posterior but the anesthetist confirmed that the needle went into the left atrium. The physician was only able to ablate the left veins and could not get the catheter and sheath to position in the right veins. The sheath and catheter popped back into the right atrium and the physician decided to not proceed with ablation. The physician had trouble moving the catheter and sheath to the right side of the la and he thought it was because the transseptal puncture was too posterior. The patient was put in the post-procedure room and a pericardial effusion was noted. The patient was later brought up to the operation room because during pericardiocentesis, the liver was punctured. The patient is expected to fully recover and discharged three days after. The device is not expected to be returned for analysis (disposed). No malfunction or contribution from the versacross device was reported. Act was therapeutic.